Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of gastric stimulation. It was reported that the patient had to have the ins replaced 2 years sooner than what the doctor originally expected. Their doctor thought it should have lasted about 10 years. Longevity was reviewed. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the circumstances that led to the premature battery depletion was the device was maxed out at high settings to help with symptom control.